Event description:
It was reported that a spectrum infusion pump overinfused during therapy while infusing blood at a rate of 100ml/hr with a volume to be infused of 300ml in the neonatal intensive care unit. It was reported that the fluid infused in 14 minutes. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.